Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been ¿sick a whole lot the last year since (B)(6);¿ they had not been driving or working for months. In (B)(6) 2017, the patient fell and the implant ¿didn¿t work as well;¿ they adjusted the implant and put it back to where it recently was, that worked for them. Then ¿a couple of weeks¿ ago they had an intestinal virus that caused them to have violent diarrhea and nausea with it. It was noted that they went to their healthcare provider twice. On (B)(6) 2018, when they thought the diarrhea and nausea were gone, that night they soiled themselves. It was reported that it was not like diarrhea, but rather ¿like it was before with the fecal incontinence;¿ it was like leakage and ¿when you are asleep, you don¿t feel the leakage.¿ they noted that it soiled their bed and gown and was ¿horrible.¿ they turned their stimulation up the following morning to a point where they could ¿tolerate it¿ for a good many hours. It was noted that they had pain from the stimulation wherethey couldn¿t put weight on their right foot to try to stand up. They turned the stimulation down. On (B)(6) 2018 they went to the gi hcp who told them that ¿the virus was so bad, that the diarrhea and bowel movements ¿triggered the sacral neuromodulator¿ not working as well.¿ the patient noted that the device was ¿fine again.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient had last been seen by their healthcare provider on (B)(6) 2016, and the last manufacturer representative visit was on (B)(6) 2016. No further patient complications are anticipated or expected as a result of this event.